Event description:
(B)(4). Now pregnant.

Event description:
(B)(4). Loosing hair very bad, huge wads daily, bruising all over, nauseous daily. Possible anemia. I also have severe hip pain and now my toe feels like it has a rubber band around it.